Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 71 mg/dl. The blood glucose reading at the time of the event was 620 mg/dl. Customer experienced vomiting, fatigue, diabetic ketoacidosis and stomach pains. Hospital has treated with IV insulin and fluids. Also gave medication for nausea. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.